Event description:
It was reported that the patient had pump stops on at least 12apr2024, 17apr2024, 18apr2024, and 21apr2024. During the pump stops they felt dizzy but otherwise they felt good. The patient had a past driveline splice. The providers got a kidney, ureter, and bladder (kub) x-ray on the driveline. The x-ray had no notable driveline issues. The provider saw no breaks or problems areas on the driveline and abbott technical services confirmed that the images of the driveline were unremarkable. Log files captured 22 pump stop alarms and 17 low speed advisories on 12apr2024, 14apr2024, 15apr2024, 19apr2024, and 21apr2024. The issues only appeared to be occurring while the patient was connected to the mobile power unit. The patient was put on an ungrounded patient cable at home and there had been no further pump stops or low speed alarms since. Related MFR number: 2916596-2023-02096 (past driveline repair).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Related MFR # 2916596-2023-02096. Section d1: brand name was corrected. Section d4: UDI was corrected. Manufacturer¿s investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. X-rays were performed which were unremarkable. The submitted log files captured low speed and pump stop events while the patient was supported by the mobile power unit. These events were associated with low-speed advisories, low speed hazards, low flow hazards, and pump off alarms. Based on previous complaint experience, the low speed and pump stop events could be indicative of a potentially compromised driveline. Per additional information, the patient was placed on an ungrounded cable and there have been no further pump stops or low speed alarms since. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) driveline serial number (B)(6) (129035), and repair kit, serial number (B)(6) (53040419) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.